Manufacturer narrative:
(B)(4). Discordant negative antibody identification results for three patients having known anti-d(rh1) antibody. (Manual technique) the assignable cause associated with this failure mode is due to a weaker expression of the d antigen for donor (B)(6) (cell# 4). This donor has been permanently deferred from future use. No biased results were reported to a physician. The patients were not harmed.

Event description:
Report 9 of 9. On 01 december 2021, a customer complained to ortho care about what was described as discordant negative antibody identification results for three pregnant patients receiving rhogam using 0.8% resolve panel a lot vra394 in conjunction with their ortho vision ID-mts analyser and in manual technique. Date of events: (B)(6) 2021. Complainant/complaint reporter: (B)(6) ¿ medical technologist. Reported on 01 december 2021 by (B)(6) to ortho care helpdesk. Reagents: 0.8% resolve panel a (product code 6902317; lot vra394; expiry 28 dec 2021; manufactured 26 oct 2020). Patient information: multiple (3) pregnant patients receiving rhogam. The customer reported that, on (B)(6) 2021, they had tested multiple (3) patient samples for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a lot vra394 in conjunction with their ortho vision-ID mts analyser and in manual technique, and that they had obtained discrepant negative results with cell 4 of the red cell reagent. The customer was expecting positive reactions with cell 4 being d(rh1) antigen positive. The customer reported that on the same day, they retested the same patient samples using a fresh set of the same red cell reagent using the same reagents & analyser, and an increased incubation time, and that they had still obtained discrepant negative results with cell 4 of the red cell reagent. No further details are available. The customer reported that no biased results were reported to a physician. The customer reported that the patients were not harmed as a result of the reported events.